Event description:
A customer reported experiencing a past low blood glucose event, with the lowest level reported in the 40s mg/dl. Low bg cause was not known. The customer consumed carbohydrates to treat the low blood glucose and acknowledged the recommendation from technical support to consult their healthcare provider to discuss factors affecting their blood glucose levels.